Event description:
Pt was revised to address poly wear of the liner, osteolysis, and loosening of the stem at the cement/implant interface, with depuy cement having been used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.